Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. It is not known if in all 5 cases if the lot numbers were the same. The affiliate does not have specific information for the five events that occurred. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that there were 5 patients that had the drain implanted and were unable to drain the fluid from the drip chamber to the collection bag. A vacuum with a syringe was used to try and restore the passage. Affiliate explained that the hospital pricked the filter with the needle to allow the flow. The drains were replaced and there were no adverse consequences reported. Please see related complaints (B)(4).

Manufacturer narrative:
Please note that the device was available for evaluation. The evaluation results have been provided. Upon completion of the investigation it was noted that the eds iii was visually inspected and confirmed needle holes in the filter inside the top of the drip chamber. The collection bag was not returned with the eds iii. The eds iii was flow tested, no blockage was determined, it might be possible that this is due to the needle holes but this could not be determined. Drip chamber inspection: the drip chamber was cross cut open and the filter was inspected, the filter show signs that biological debris has come into contact with the filter leaving a deposit on the filter. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the eds iii lot number cnncjn conformed to the specifications when released to stock. A review of the history device records confirmed the eds iii lot number cpcczg conformed to the specifications when released to stock.. Please note that there is a warning listed on page 4 of the instructions for use. Warning: intracranial pressure is controlled by the height of the drip chamber relative to the patient. It is imperative that neither the drip chamber nor the patient be raised or lowered accidentally. Movement by the patient after positioning of the drip chamber may affect the patient¿s icp. Close the two clamps at the top of the collection bag if it is necessary to invert the eds 3 unit. This will prevent liquid from wetting the vent at the top of the bag, which will prevent proper drainage, and will prevent liquid from refluxing to the drip chamber. From page 6 of the IFU: transporting a patient connected to the eds 3 unit a. Instructions prior to transporting 1. Turn patient line stopcock to the closed position and verify that drainage into drip chamber has ceased. 2. Drain drip chamber into drainage bag by placing the drip chamber stopcock into the drainage only position. 3. When the csf has drained completely into the collection bag, place the drip chamber stopcock into the drip chamber position. 4. Replace the collection bag by referring to the instructions for use accompanying the collection bag. 5. Transport the patient. B. Instructions after transporting 1. Install eds 3 device on the i.v. Pole. 2. Level the eds 3 device to the floor and the patient. 3. Verify proper drip chamber height settings. 4. Resume drainage by placing the patient line stopcock and the system stopcock in the drainage only positions.